Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.

Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiopulmonary arrest during dialysis and expired. It was alleged that the event occurred due to the administration of the product for dialysis treatment.